Manufacturer narrative:
Analysis found that the issue was confirmed. The blown fuses and cable were replaced due to unit failed triboelectric immunity test. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not responding and not working properly prior to the procedure. There was no patient involvement.